Manufacturer narrative:
Integra has completed their internal investigation on 10/23/2015 . The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the reported catheter serial number is belonged to 110-4bt lot 305000299743; lot was mfg on 21 mar 2014 and will be expired on 28 feb 2017. A review of batch history record indicates that lot met requirements before released to finished goods. Complaint history, model 110-4xxx, from aug-2014 through jul-2015 reviewed; there were (B)(4) other complaints that issued with complaint code (B)(4), and (B)(4) of them were confirmed. The number of units, model 110-4xxx, ((B)(4)) aug-2014 through jul-2015 divided by the number of confirmed reports ((B)(4)) and multiplied by100 results in a failure rate (B)(4). Conclusion: the reported customer complaint that ¿the pac1 became unmeasurable¿ could not be verified. The returned catheter was tested for functionality and met all functional test criteria. The catheter was tested current leakage and met the photometer test requirements. The catheter was tested for stability and met the stability test criteria. The catheter was connected to an mpm-1 monitor resulting in normal readings displayed on the monitor. The catheter was connected to a cam02 monitor resulting in normal readings displayed on the monitor. Based on the results of this investigation the root cause of the reported customer complaint could not be determined.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that after zero calibration, it catheter was removed from the pac-1 cable and reconnected. At the time, the pac-1 became "unmeasurable". There was no pt contact and no pt injury. Additional info was requested and the following was received from the distributor on (B)(6) 2015: the catheter was already implanted in the (B)(6) old female pt after it was removed from the pac1 cable, prior to reconnecting it again. It was confirmed that there was nothing wrong with the pac1 -cable. A replacement 1104bt catheter available to be used and it worked properly. There was no surgery delay. Pt outcome was reported as no health injury at that time. Additional info/clarification was then received from the distributor on (B)(6) 2015: the distributor corrected the description of the event: the original catheter was implanted during the surgery and zero calibration was done. Then, the pt was moved to the emergency ward after removing pac-1 cable and the catheter was reconnected. At that time, "unmeasurable" was observed. Then, the original catheter was just explanted and not replaced. No other info was provided.